Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents reported for shaft separation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that while removing the 3.5x15mm xience xpedition from the protective hoop, the shaft separated. The device was set aside and not used. There was no patient involvement. There was no additional information provided.